Manufacturer narrative:
Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking illegible. The potential cause for the problem is a barrel jam on marking machine feeder. That jam is inherent to the manufacturing process and occurs occasionally on the process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were defective markings on the bd plastipack¿ 10ml syringe. There was no report of injury or medical intervention.